Event description:
The customer reported that (B)(6) vitros anti hav igm results were obtained from multiple patient samples using vitros anti hav igm reagent, lot 2980 on a vitros 3600 system, compared to (B)(6) vitros anti hav igm results obtained from vitros anti hav igm reagent, lot 3092 on the same vitros 3600. (B)(6) results: (B)(6) (lot 2980) (B)(6) (lot 3092). (B)(6) (lot 2980) (B)(6) (lot 3092). (B)(6) (lot 2980) (B)(6) (lot 3092). (B)(6) results: (B)(6) (lot 2980) (B)(6) (lot 3092). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results for patients 1 -4 were reported outside of the laboratory, however, corrected reports were to the physicians. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that (B)(6) vitros anti-hav igm results were obtained from multiple patient samples, processed on the vitros 3600 immunodiagnostic system. The root cause for the event could not be determined, however, the possibility that reagent performance had contributed to the results could not be ruled out. Analysis of 3600 system data logs found no indication that the vitros 3600 system malfunctioned. Analysis of customer complaints against the vitros anti-hav igm assay found additional related complaints had been received for reagent kit lot 2980, and this issue is being internally investigated under (B)(4). The root cause of this event is unknown.